Event description:
It was reported by a user facility of the fmc device that the arterial part of the tubing is not allowing fluid to flow freely and that there could be a blockage. The peritoneal dialysis rn stated there were no kinks in the blood lines and blockages seen, but she thinks the line might be obstructed. There was an ebl of 200 mls because of clotting. No medical intervention needed. No patient ill effects.

Manufacturer narrative:
A case of (B)(4) companion samples were returned for evaluation. The companion samples were visually inspected and found to be acceptable. In addition, all bonds for both, the arterial and venous lines were closely reviewed and found to be properly assembled. During simulated use treatment (B)(4) samples were found to have longer priming times. The analysis confirmed the alleged failure stated in the complaint. The clinical investigation indicates the patient's were asymptomatic and no medical intervention was required. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.